Event description:
User experienced discrepant results for hcg. The following patient example was provided. Initial result gave 0.861 miu/ml; repeat same day gave 505.9 miu/ml. User indicated they issued a corrected report, patient not adversely affected. The field service representative was unable to determine a cause. Performance tests were performed and within specification.